Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through the non-penumbra microcatheter, the physician did not encounter resistance; however, the coil became stuck and was unable to advance out of the microcatheter. Therefore, the physician removed the microcatheter with the coil still inside. It is unknown how the procedure was completed. It should also be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.